Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0m0yw, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had not been getting good symptom control since the prior day. The patient wanted to increase stimulation so she could feel it and was able to increase stimulation at the time of the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.